Event description:
Customer stated that on two occasions unit was reported to have stopped ventilating without any alarms. Mediq prn, their outside svc group, was contacted and could find nothing wrong with the unit. Customer could provide no add'l info on the specific nature of the reported failures or when these events took place. There were no pt incidents involved. Customer also noted that the device is due for recommended factory overhaul.